Event description:
Manufacturer related report numbers: 1627487-2021-14854; 1627487-2021-14857. It was reported the patient was admitted to the hospital to have their leads and extensions removed due to an infection. Once the infection clears up the patient will be re-implanted in 3 months.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information confirmed that in addition to the products being explanted, the patient received IV antibiotics and infection has been resolved.